Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that report lines on 2d and 3d images. Clinical consultant reported two vertical white lines on the sagittal and coronal views, and a white ring around the axial image. The 2d image had one black line on the side of the image. Lines do not obstruct the view of the anatomy, so they were used during the case. This was occurred intra operatively. There was a reported no delay and no reported impact to patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3, h6): manufacturing representative went to the site to test the system,images displayed a large black bar on 2d images, and as described in complaint in 3d images. Rad/ fluoro gain calibrations were noted to be 156 days overdue. System was restarted, and the image artifact was no longer present in any imaging modes. Overdue gain calibrations were performed, and several reboots/ image acquisitions performed with results meeting expectations. System checked out to satisfaction. The software investigation found that the reported event was not a software issue. Complaint data analysis found the event is due to a hardware issue as per image "images and discription show this is an asic issue with varian and the detector."software functioning as designed. Codes:b01,c1302,c19,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Product ID: m018081c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.